Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 501 mg/dl at the time of incident and current blood glucose level was 294 mg/dl. The customer experience symptom such as a result of high blood glucose vomiting. The customer treated high blood glucose with syringes. Customer was neither in emergency room, nor admitted into hospital. Based on customer report customer does not allege insulin pump was under delivering. Customer declined to continue troubleshooting for high blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr unomed set